Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4, g5, h4: unknown, item/serial number not provided.

Event description:
It was reported that the pump under-delivered. Per reporter 50 ml of medication remained after infusion was completed. No additional information provided. No adverse patient effects were reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. G2 email is: (B)(4).